Manufacturer narrative:
(B)(4) - (surgical intervention required). (B)(4) - (no code available) for the reported issue of stent partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the distal handle was fully retracted and the stent was fully deployed. The stent was returned for analysis and the distal and proximal ends of the stent were noted to be damaged. The distal end of the inner lumen was bent proximal to the distal tip. There was no issue in the movement of the outer sheath proximally or distally. The distal stent damage most probably occurred during the several attempts by the physician to release the stent from the bile duct wall and the proximal stent damage most probably occurred during stent removal. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was used during a biliary stenting procedure on (B)(6) 2011. According to the complainant, the patient presented with a biliary stricture as a result of adenocarcinoma located at the head of the pancreas. During the procedure, the physician "pushed" the stent through the bile duct and into the intended location. During deployment the stent "fastened to the bile duct wall", and was unable to be released. The stent wires did not perforate the outer sheath, and no prior dilatation was performed. The physician attempted several times to release the stent; however a biliary hemorrhage occurred. The stent was removed and the patient underwent surgery. Despite numerous attempts, boston scientific has been unable to ascertain additional information regarding this event. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was used during a biliary stenting procedure on (B)(6) 2011. According to the complainant, the patient presented with a biliary stricture as a result of adenocarcinoma located at the head of the pancreas. During the procedure, the physician "pushed" the stent through the bile duct and into the intended location. During deployment the stent "fastened to the bile duct wall", and was unable to be released. The stent wires did not perforate the outer sheath, and no prior dilatation was performed. The physician attempted several times to release the stent; however a biliary hemorrhage occurred. The stent was removed and the patient underwent surgery. Despite numerous attempts, boston scientific has been unable to ascertain additional information regarding this event. Should additional relevant details become available a supplemental report will be submitted.